Event description:
A customer contacted beckman coulter (bec) to report elevated non-reproducible troponin I (accutni) patient results generated by a unicel dxl 800 access immunoassay system. The first sample from the patient involved in this event was reprocessed and later repeated on the same instrument which produced discordant results. No results were reported outside of the laboratory. There was no affect to patient with regard to this event. Patient was not diagnosed with myocardial infarction at the time of the event but was suffering from myocarditis. Patient demographic information and status of the patient at the time of testing were not supplied.

Manufacturer narrative:
Qc was passing at the time of the event, level 3 qc was tested immediately after one of the samples in question and it was passing within established ranges. All other patient samples tested at the time of the event were generating reproducible results. Patient sample collection device and patient sample processing information was not supplied. Patient samples were not supplied to bec for additional testing to further investigate the reproducibility of the dxi results. A definitive cause for this event could not be determined. There was insufficient evidence available to determine the cause of this event.